Event description:
It was reported that the external pulse generator had no atrial output. The generator was returned for service. It was noted that it was discovered during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken/contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the two side bails were missing, the ring was missing, the battery drawer was broken, and the keyboard pad was contaminated. Further analysis was performed on the main pcb. This analysis found that the pcb failure was caused by a defective transistor component. (B)(4).